Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No moisture damage was found on the electronic assembly or motor.

Event description:
It was reported that the customer went to the emergency room and was hospitalized in intensive care unit due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was over 500 mg/dl. Nothing further was reported.